Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled check. Upon interrogation, the device was found in backup vvi. The device was reprogrammed. The patient was in stable condition pre, during, and post reprogramming with no ill effects reported.